Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited a high out of range shock impedance measurement of greater than 125 ohms. The field suspected the rv lead may be fractured, however this has yet to be confirmed by the field. Troubleshooting options were provided to the field and the ICD remains in service. No adverse patient effects were reported.